Event description:
It was reported that during a lap colon procedure that ligaclip was preloaded normally but during the first firing the clip ejected from the jaws. The problem occurred with two devices.

Manufacturer narrative:
Date sent: 10/01/2007. Information anticipated, but unavailable at this time.